Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The lot number provided (r94d6a) is incorrect. Follow up attempts are being made to clarify this information. A response has not yet been received. If a response is received, a 3500a supplemental report will be submitted. Since the incorrect lot number was provided, no device history record (DHR) review could be performed. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy procedure with harmonic scalpels/shears, and in the middle of the procedure the blade broke off the device. The surgeon retrieved the broken piece and used a new device to complete the procedure. The intent of the procedure was not altered as a result of this event. The device had patient contact, however there were no patient consequences.

Manufacturer narrative:
It was reported that a patient underwent a laparoscopic cholecystectomy procedure with harmonic scalpels/shears, and in the middle of the procedure the blade broke off the device. Additional information was received on february 18, 2019 that the device of this complaint was not a sterilmed reprocessed device. The device manufacturer is ethicon inc. Therefore, since this complaint does not involve a sterilmed device it is thereby not MDR reportable. True device manufacturer has been made aware of event. Manufacturer's ref. No: (B)(4).